Event description:
It was reported that the first step knee revision was performed for sepsis. Implants used as a spacer of the knee joint. It is not known how many s+n devices were explanted. Complaint opened for the tibial component as no additional information was given.

Manufacturer narrative:
It was reported that the first step knee revision was performed for sepsis. The affected complaint devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated. Some potential causes could include but are not limited to patient reaction or patient medical history. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.